Manufacturer narrative:
Manufacturer comment: lot number was not reported. Pharmacovigilance comment: the serious events of bacterial infection and abscess at the implant site and the non-serious event of purulent discharge were considered expected and possibly related to the treatments. Serious criteria include the need for multiple medical interventions including antibiotics and drainage. The non-serious events of oedema and erythema at the implant site were considered expected and possibly related to the restylane skinbooster vital treatment but were considered unexpected and unrelated to the restylane treatment as no treatment was performed in the affected area. Potential contributory factors include injection technique or procedure. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA: the information in this single case does not suggest involvement of nonconforming products or quality problems and will not initiate a corrective or preventive action.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a female patient aged (B)(6) years. The patient's medical history included diabetes. Concomitant treatments included metformin [metformin] for diabetes. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2018, the patient received treatment with restylane skinbooster vital to periocular region and restylane to nasolabial folds and lips (unknown lot numbers, amounts and injection techniques). The needle used was from the kit. About 7 days later, on (B)(6) 2019, the patient experienced erythema(implant site erythema) and edema(implant site oedema) at periorbital area. Additionally, the physician informed that one of the nodules that progressed to abscess(implant site abscess), event location was not specified other than at application site. The physician prescribed clavulin [amoxicillin sodium, clavulanate potassium] but there was no improvement of the condition because during two days using this antibiotic the patient began to collect initial abscesses, forming two abscesses on each side of the face. As corrective treatment, the physician changed the therapy to clarithromycin [clarithromycin] and ciprofloxacin [ciprofloxacin], and also prescribed prednisone [prednisone] for 10 days and there was an important improvement of the patient clinical condition. After this association, the physician informed that one of the abscess had completely dried, and around the tenth day of therapy, two abscess decreased a lot. On unknown date, the treatment with ciprofloxacin was discontinued, and clarithromycin was kept and reporter believed that the patient's clinical condition would progress well. On (B)(6) 2019, the physician evaluated the patient and drained the areas with pus, purulent material(purulent discharge) but it was not sent for analyses. The event locations were not specified other than at application site. Additionally, the reporter stated that in the last weeks, the patient did not undergo dental procedures and she did not experience viral or bacterial infections. During the contact, the reporter agreed that the development of a collection (abscess) at one of the points of application could be one of the forms of antibiotic resistance. It was stated that the presence of diabetes could be considered a facilitator for the infectious focus. On (B)(6) 2020, follow-up information was received from the reporting physician. The physician denied viral contamination and informed that the infection was typically bacterial, the level of infection was very serious(bacterial infection), however was not sure if it was product contamination or if it was related to contamination after the application. The physician had questioned the patient about possibilities of exposure to contaminants, and the patient informed that her son had cats, but in the days after the procedure, she had no contact with them. Additionally, the physician informed the previous steps performed before for the procedure, which was antisepsis in the local of the application, with alcohol and chlorhexidine. The restylane was sealed, and she was wearing gloves, mask and a medical cap. The needle used was from the kit, what should exclude the possibility of contamination of the syringe, but considering information given by the patient regarding a potential exposure to a contaminant, the physician informed that she was not sure about the contamination. The level of infection was reported as very serious by the physician. She reported that only skin bacteria (staphylococci or streptococci) would not generate an infection like that experienced by the patient. However, in this meantime (from the eighth day of therapy to the tenth day), another abscess grew, making it even more evident. There was need to drain and to continue with another 7 days of treatment (not specified). Thereafter, the clinical condition was completely reversed, with improvement of the condition. Outcome at the time of the report: infection was typically bacterial, the level of infection was very serious was recovered/resolved. Nodules that progressed to abscess was recovered/resolved. Erythema was recovered/resolved. Edema was recovered/resolved. Areas with pus, purulent material was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 28-jan-2019 from the reporting physician: case was upgraded to serious due to required medical intervention. Event of bacterial infection was added. Premedication, corrective treatment, events outcome and event location were updated. Corporate pv received the follow-up report late from the affiliate (on (B)(6) 2020) due to a system error in the safety database.